Event description:
It was reported to philips that the device gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc has memory issues during power on self-test (post) via remote alert. Fse checked the logfiles and confirmed the memory failure and the host pc was defective. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the host pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.